Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that during a thr, the mi z handle acet reamer and the connector to power sheared off. There was no significant delay and the procedure was finished using a competitor's device. Patient was not harmed.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The associated device was returned and evaluated. A visual inspection and findings of the returned device resulted in wear and tear findings on the confirmed the stated failure mode. The device was stripped. The device also shows excessive wear and tear . Functional testing of the returned device confirms that the device is stripped at the connection and doesn't seem to be fixed into the other connector part of the reamer making it inoperable. According to clinical/medical investigation ,no relevant supporting clinical information has been provided to assist with a clinical investigation. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. Per case details the patient was not harmed. Should any additional clinical information be provided this complaint will be re-evaluated. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. A contribution of the device to the reported event could be corroborated as the device shows signs of damage/wear. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.